Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. The exact cause of the event could not be determined because insufficient information was received. Device history review indicated that all the devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Also, the complaint history review indicated that there have been no other events for the reported lot.

Event description:
The patient present with pain in her left hip. She was status post tha 14 months ago. Post operative x-rays showed a femoral component in varus. A CT scan revealed a small fracture in the medial aspect of the left proximal femur. Serial xrays were reviewed and it was determined that the femoral prosthesis had subsided. The surgeon decided to revise the femur. The femoral prosthesis came out with minimal effort. A revision hip was performed using the restoration modular cone conical system.